Event description:
Customer reported via phone call they was in a car accident because of low blood glucose level. The customer does not know the blood glucose level at the time of incident. It was also reported the auto mode feature was active at time of event. The insulin pump does not have any damage or crack. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.